Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an right atrial (ra) lead warning. The recent lead check now shows normal impedance and threshold values. The lead remains in use. No patient complications have been reported as a result of this event.